Event description:
A report was received that the patient will undergo a pocket revision due to pocket site discomfort. The patient was experiencing warmth and discomfort at the pocket site after she underwent a back surgery (non-device related) wherein use of electrocautery could not be determined. The patient also had weight loss (non-device related). Reprogramming was done but was not successful. Pain injection was administered on the pocket site. Database analysis and CT scan result revealed no anomalies. The ipg will be explanted and a new one will be implanted per physician's preference.